Event description:
(B)(4). Extreme weight gain in excess of 80lbs within the first year. Severe depression/ suicidal. Extremely painful joints. Fatigue. Extremely painful ovulation and menstruation. Migraines.